Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-mar-2023. The device evaluation was completed on 29-mar-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was unknown. Prior to noting the cardiac tamponade, ablation was not performed. No evidence of steam pop. The event occurred during the mapping phase. Smart touch sf low flow setting at 2 was used for the irrigated catheter. Correct catheter settings were selected on the generator. All force visualization features were used. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed. They reported that the patient's blood pressure dropped in the middle of the procedure. The pericardial effusion was confirmed with intracardiac echocardiography (ice) and a surface echo. The medical intervention provided was a pericardiocentesis and that 240 ccs of fluid was removed. They reported that the procedure was aborted. The patient was reported to be in stable condition. The physician was unsure of what caused the pericardial effusion. Additional information was received. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was unknown. Pericardiocentesis was done. Outcome of the adverse event was fully recovered. Patient required extended hospitalization because of the adverse event as they went to the intensive care unit (ICU). Transseptal puncture was performed with a st. Jude medical, brk ref (B)(4). Prior to noting the cardiac tamponade, ablation was not performed. No evidence of steam pop. The event occurred during the mapping phase. Smart touch sf low flow setting at 2 was used for the irrigated catheter. Correct catheter settings were selected on the generator. All force visualization features were used.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4), during an internal review on 14-apr-2023, a correction was noted to the 3500a initial under the h4. Device manufacture date. Therefore, processed this field.